Manufacturer narrative:
(B)(4). The cause of the peritonitis is use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The break in aseptic technique was further described as the patient did not wear a mask or wash their hands prior to therapy. The patient was not hospitalized for the event. Treatment for the event included vancomycin (dose and frequency not reported). The patient was later retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.